Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that were erroneous results with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there have been issues with high levels for the past week. The issue with high levels have been occurring for the past week. Have not found any issues with the analyzers. Customer sent back the following information: the results were up to 116. Qc run twice daily. The tubes are spun at the collection site. Occasionally they might be spun at the testing lab. The techs are trained to invert the tubes 5 times, to let them clot 1/2 hr before spinning and, they are spun at 3200 rpm for 10 mins.

Manufacturer narrative:
The following samples were received on 2019-05-07 that could potentially be the lot that had erroneous results: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8206523, medical device expiration date: 2019-07-31, device manufacture date: 2018-08-01, medical device lot #: 8319870, medical device expiration date: 2019-11-30, device manufacture date: 2018-12-01, medical device lot #: 9024639, medical device expiration date: 2020-01-31, device manufacture date: 2019-02-01".

Event description:
It was reported that were erroneous results with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there have been issues with high levels for the past week. The issue with high levels have been occurring for the past week. Have not found any issues with the analyzers. Customer sent back the following information: the results were up to 116. Qc run twice daily. The tubes are spun at the collection site. Occasionally they might be spun at the testing lab. The techs are trained to invert the tubes 5 times, to let them clot 1/2 hr before spinning and, they are spun at 3200 rpm for 10 mins.

Event description:
It was reported that were erroneous results with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there have been issues with high levels for the past week. The issue with high levels have been occurring for the past week. Have not found any issues with the analyzers. Customer sent back the following information: the results were up to 116. Qc run twice daily. The tubes are spun at the collection site. Occasionally they might be spun at the testing lab. The techs are trained to invert the tubes 5 times, to let them clot 1/2 hr before spinning and, they are spun at 3200 rpm for 10 mins.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Specimen handling parameters should be reviewed for this tube type. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Instrument manufacturers and published data on interferences may be a useful resource. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10